Event description:
The physician was performing a procedure on a pt with a pancreatic lesion but the needle did not get in the lesion. When the physician tried to get the needle in the lesion, it would deviate from the stomach wall. The physician then looked with an endoscopy vision and realized the needle had split. The physician retrieved the part of the needle from the pt and completed the procedure with a 25 gauge needle. The broken piece of needle was retrieved during the same procedure. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Cook (B)(4) were notified of this complaint on the 09/04/2013. However, cook (B)(4) were not informed of the cook sales representative date aware of the (B)(4) 2013 until the 09/06/2013. The relevant parties have been notified of this late reporting of an incident to cook (B)(4) complaints department. The complaint info provided was as follows: the physician was performing a procedure on a pt with a pancreatic lesion but the needle did not get in the lesion. When the physician tried to get the needle in the lesion, it would deviate from the stomach wall. The physician then looked with an endoscopy vision and realized the needle had split. The physician was retrieved the part of the needle from the pt and completed the procedure with a 25 gauge needle. Additional complaint info received indicated approx 4.5 cm of the distal end of the needle broke and was retrieved by the physician. There were no echo-hd-19-c (echo) devices of lot # c871180 in stock at the time of the complaint investigation. Cook (B)(4) were notified of this incident on the (B)(4) 2013 therefore, the device involved in this complaint has not yet being received for evaluation. With the info provided, a document based investigation was carried out. The initial complaint info received indicated the user had difficulty gaining access to the targeted site (pancreatic lesion) and that penetration of the site was extremely difficult. The user was not successful in penetrating the site. The tortuous conditions as provided for in the complaint details and the difficulty with sampling the mass may have possibly caused the distal end of the needle to bend. As the needle was used for subsequent passes, this bending may have resulted in a needle breakage. However, as the device involved in this complaint has not being returned for evaluation, the customer's complaint remains unconfirmed and the root cause of this complaint cannot be conclusively determined. The complaint info received indicated, this needle breakage occurred within the pt. The physician retrieved the broken needle piece during the same procedure. The complaint info received confirmed that no part of the needle remained in the pt and that no adverse effects to the pt were reported as a result of this occurrence. Prior to distribution, all echo devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the relevant manufacturing records for this echo device did not reveal any discrepancies which could have contributed to the complaint issue. No corrective action is warranted at this time. No part of the needle remains in the pt. No adverse effects to the pt were reported as a result of this occurrence. The 2 year complaint history has been reviewed for this rpn and the likelihood of this type of occurrence is low. The overall risk associated with this incident has been assessed and determined to be low. A health risk assessment was carried out to assess the risk of needle breakage across the echo product family and was determined to be low risk. Complaints of this nature will continue to be monitored for potential emerging trends.